Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 563 mg/dl to "high"; cause was not known. Reportedly, the pump time was incorrect (cause was unknown). Customer administered manual injections in attempt to address bg and went to the emergency room on (B)(6) 2024 with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer declined further troubleshooting and was still in hospital at time of report so no release date could be obtained.